Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during endovascular procedure, the infinity long sheath was unspinning as it was pulled. There was a remaining piece of the subject device that was left in the patient. Physician performed unknown another procedure the next day to remove the remaining piece of the infinity long sheath. Surgical delay was reported during the procedure, but duration of delay and patient condition is unknown. No other information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to this complaint of catheter shaft broken/fractured during use.

Event description:
It was reported that during endovascular procedure, the infinity long sheath was unspinning as it was pulled. There was a remaining piece of the subject device that was left in the patient. Physician performed unknown another procedure the next day to remove the remaining piece of the infinity long sheath. Surgical delay was reported during the procedure, but duration of delay and patient condition is unknown. No other information is available.